Event description:
It was reported that the right atrial (ra) lead was experiencing non-capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the removal wire stuck in the segment. Destructive analysis and visual inspection of the distal coil were conducted. No discontinuity was observed. (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).